Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring urinary incontinence. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to reflect adverse event only. Event: updated to reflect urethral atrophy. Implant date recorded.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring urinary incontinence. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient experienced the recurring incontinence due to urethral atrophy. To address this issue, the patient was implanted with a replacement aus consisting of a smaller 4.5 cm cuff. No malfunctions were reported with respect to the explanted aus. It was further noted that the replacement aus was successfully implanted and functioned as intended.